Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 27.1 mmol, 17.8 mmol, 19.2 mmol. Tests were done within 20 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.